Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the system stored an untreated episode due to oversensing of noise with a wandering electrocardiogram. Testing was done but the noise could not be repeated. There were no adverse patient effects. The system remains implanted.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 70mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray shows the sense a and high voltage cables have fractured filars in and around the area approximately 25mm from the terminal pin. The sense a cable and a high voltage cable are fractured in and around the area approximately 70mm from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. The fractures resulted in the observed noise and oversensing.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the system stored an untreated episode due to oversensing of noise with a wandering electrocardiogram. Testing was done but the noise could not be repeated. There were no adverse patient effects. The system was explanted and replaced. There were no additional adverse patient effects.